Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed flow meter. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had a device that was sent down for an air leak message and it wasn't cooling now in biomed. They checked t4 and it was at 4.3 degrees, the device has 5830 hours and will be sending the 2000 hour preventive maintenance. Per sample evaluation results on 22apr2024, it was reported that the arctic sun device right drain valve was broken.

Event description:
It was reported that biomed had a device that was sent down for an air leak message and it wasn't cooling now in biomed. They checked t4 and it was at 4.3 degrees, the device has 5830 hours and will be sending the 2000 hour preventive maintenance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.